Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty fuse on the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "pacer disabled" , "system fault 36" and "system fault 37" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.